Event description:
During stereotactic biopsy, the atec malfunctioned and instead of suctioning, it reversed and blew air into the breast filling the breast and neck with subcutaneous air. Procedure was halted and a soft tissue neck x-ray was performed. The atec was pulled from use.